Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that battery was rapidly depleting. Customer also received unidentified alerts/alarms. There was no reported impact to blood glucose. Although tandem technical support made multiple attempts to contact the customer for additional information, the customer did not reply.